Event description:
It was reported that the user experienced intermittent loss of glucose readings on the ilet display when paired to a dexcom g7, evidenced by three dashes where blood glucose values usually appear, and subsequent difficulty pairing despite entering the pairing code; the sensor later reconnected on its own, indicating an intermittent communication failure potentially related to interoperability between devices and the antenna component. Symptoms included no clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an intermittent communication failure, with an interoperability problem identified and a plausible contribution from the antenna or electrical/magnetic factors; no component failure was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was an interoperability-related communication issue.